Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime process. The blood glucose reading was 242mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker.